Event description:
It was reported that the customer experienced unspecified alarms that were constantly going off and were not discreet. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.